Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, but still within limits, shock impedance measurements that ranged from 69 to 112 ohms on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended further evaluation and testing to determine lead integrity as well as lead-device connection. The physician opted to continue to monitor. No adverse patient effects were reported. This device system remains in service. Additional information was received that this device has reached out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported. This device system remains in service.